Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample resulted in troponin t values of 17.1 pg/ml, 28.7 pg/ml, and 17.5 pg/ml. The second sample resulted in troponin t values of 12.1 pg/ml, 6.56 pg/ml, 11.4 pg/ml, and 11.1 pg/ml. The third sample was tested on (B)(6) 2026, resulting in troponin t values of 14.5 pg/ml, 10.7 pg/ml, and 10.8 pg/ml. The fourth sample was tested on (B)(6) 2026, resulting in troponin t values of 46.8 pg/ml, 38.9 pg/ml, and 37.6 pg/ml. The fifth sample was tested on (B)(6) 2026, resulting in troponin t values of 3.63 pg/ml and 7.84 pg/ml. The sixth sample was tested on (B)(6) 2026, resulting in troponin t values of 11.6 pg/ml and 7.40 pg/ml. The seventh sample was tested on (B)(6) 2026, resulting in troponin t values of 8.99 pg/ml, 32.8 pg/ml, and 32.1 pg/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer reported that they received discrepant troponin t results for 8 additional patient samples (samples 8 - 15). On (B)(6) 2026, sample 8 resulted in troponin t values of 15.2 pg/ml with a data flag and 10.9 pg/ml. On (B)(6) 2026, sample 9 resulted in troponin t values of 48.0 pg/ml with a data flag and 35.9 pg/ml with a data flag. On (B)(6) 2026, sample 10 resulted in troponin t values of 16.1 pg/ml with a data flag, 20.8 pg/ml with a data flag, and 16.1 pg/ml with a data flag. On (B)(6) 2026, sample 11 resulted in troponin t values of 19.7 pg/ml with a data flag and 28.8 pg/ml with a data flag. The sample was tested on a second analyzer, resulting in values of 22.3 pg/ml with a data flag and 22.8 pg/ml with a data flag. On (B)(6) 2026, sample 12 resulted in troponin t values of 44.9 pg/ml with a data flag and 37.0 pg/ml with a data flag. The sample was tested on a second analyzer, resulting in values of 45.2 pg/ml with a data flag and 40.0 pg/ml with a data flag. On (B)(6) 2026, sample 13 resulted in troponin t values of 18.8 pg/ml with a data flag and 14.6 pg/ml with a data flag. On (B)(6) 2026, sample 14 resulted in troponin t values of 7.93 pg/ml with a data flag and < 3.00pg/ml with a data flag. On (B)(6) 2026, sample 15 resulted in troponin t values of 27.5 pg/ml with a data flag, 46.8 pg/ml with a data flag, and 12.5 pg/ml. The sample was tested on a second analyzer, resulting in values of 14.1 pg/ml with a data flag and 13.8 pg/ml. Controls were within range prior to the event. A general reagent issue was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data from (B)(6) 2026 showed 9 sample foam detection alarms. The investigation could not identify a product problem. The cause of the event could not be determined.